Event description:
It was reported that on (B)(6) 2010, the patient experienced a stroke. On (B)(6) 2010, the patient was admitted to the hospital and on (B)(6) 2010 underwent a left internal carotid artery xact stenting procedure. On (B)(6) 2010, the patient complained of being very tired, experienced neurologic changes including aphasia and was unable to orient to date and time. A head computed tomography showed no new infarct. There was no reported treatment given. The patient's condition resolved on (B)(6) 2010 and was discharged to a rehabilitation facility on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological event is a known observed adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.